Event description:
It was reported the sheath kinked. A left atrial appendage closure (laac) procedure was being performed on a patient under general anesthesia. A watchman fxd double curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 40mm wds was deployed once into the laa. A recapture of the device was necessary, and after the device was fully recaptured, the was double curve sheath became kinked at the transseptal puncture (tsp) site. The physician informed that the sheath would no longer be appropriate for use and should be exchanged for a new sheath. The kinked sheath and wds were removed from the patient. The physician decided to abort the procedure, as the left atrium appeared very "smokey" on imaging indicating high risk for thrombus and the sheath kinked at the tsp site after the first attempted deployment of the device. There were no patient complications.